Event description:
On (B)(6) 2017, a smith & nephew healicoil pk 5 mm suture anchor with three ultrabraid (#2) sutures, lot batch code: 50685081 was used during my right shoulder arthroscopic procedure to repair the torn rotator cuff. During the (B)(6) 2018 right shoulder arthroscopic subacromial decompression procedure, the surgeon wrote in the medical report," where the prior anchor was placed, there was noted to be nearly 50% of the anchor backed up with fractures in the anchor and loose bodies debrided. The suture knots had pulled away from the anchor nearly 2 cm from the original position of nearly 5 to 6 mm. This indicated certainly a retear of the partial thickness repair." Therefore, the smith & nephew healicoil pk suture anchor, lot batch code: 50685081 broke sometimes between the first surgery on (B)(6) 2017 and the second on (B)(6) 2018.